Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforated left essure device through the proximal end of") and device breakage ("left fallopian tube with multiple fragments of essure device") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of cholecystectomy (laparoscopic) in 2014, appendectomy (laparoscopic) in 2005 and tonsillectomy, multiple caesarean sections (2008, 2012), obesity, pelvic adhesions, pelvic pain female and dystrophy of vulva. Previously administered products included: ibuprofen and oxycodone. As concurrent condition the report mentioned penicillin allergy. In 2012, the patient had essure inserted. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required). On (B)(6) 2021, she was diagnosed with fallopian tube perforation (seriousness criteria medically important and intervention required). On (B)(6) 2021, essure was removed by surgery (laparoscopic bilateral salpingectomy &enterolysis & vulvar biopsy). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage and fallopian tube perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 50.391 kg/sqm. [Pathology test] on (B)(6) 2021: surgical pathology report clinical history: pelvic and perineal pain. Pathologic diagnosis a. Vulva, left labia majora, biopsy: lichen sclerosus. B. Right fallopian tube, excision: serous cyst adenofibroma. Paratubal cyst. Medical device (essure). C. Left fallopian tube, excision: paratubal cyst. Medical device (essure). Gross description: right fallopian tube with cyst and essure device- on the opposite end of the fimbria is a silver, metal coiled wire. The wire measures 11.5 cm in length x less than 0.1 cm in average diameter. Left fallopian tube with essure device fragments- the specimen also consists of two coiled silver wires. The wires range in length from 1.1 cm up to 2.0 cm and the longest wire measures 0.1 cm in average diameter. The shorter wire has an average diameter of 0.2 cm. Rs 2 [ultrasound pelvis] on (B)(6) 2020: last us pelvis (B)(6) 2020 in office showed 3.7 cm right ovarian cyst and adenomyosis. Right essure visualized, left essure not visualized. She reports it has never been visualized. She did not get post procedure [x-ray] on (B)(6) 2021: (B)(6) 2021 xray with bilateral essure devices in pelvis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforated left essure device through the proximal end of") and device breakage ("left fallopian tube with multiple fragments of essure device") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of obesity, pelvic adhesions, pelvic pain female, dystrophy of vulva, surgery (¿cholecystectomy laparoscopic 2014. ¿occlusion fallopian tube by permanent implant hysteroscopic 2012. ¿appendectomy laparoscopic 2005. ¿cesarean section 2008, 2012. ¿tonsillectomy) and penicillin allergy. Previously administered products included: ibuprofen and oxycodone. On (B)(6) 2021,, she experienced fallopian tube perforation (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. On an unknown date she experienced device breakage (seriousness criteria medically important and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy &enterolysis & vulvar biopsy). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage and fallopian tube perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 50.391 kg/sqm. [Pathology test] on (B)(6) 2021: surgical pathology report. Clinical history: pelvic and perineal pain. Pathologic diagnosis. A. Vulva, left labia majora, biopsy: lichen sclerosus. B. Right fallopian tube, excision: serous cyst adenofibroma. Paratubal cyst. Medical device (essure). C. Left fallopian tube, excision: paratubal cyst. Medical device (essure). Gross description: right fallopian tube with cyst and essure device- on the opposite end of the fimbria is a silver, metal coiled wire. The wire measures 11.5 cm in length x less than 0.1 cm in average diameter. Left fallopian tube with essure device fragments- the specimen also consists of two coiled silver wires. The wires range in length from 1.1 cm up to 2.0 cm and the longest wire measures 0.1 cm in average diameter. The shorter wire has an average diameter of 0.2 cm. Rs 2 [ultrasound pelvis] on (B)(6) 2020: last us pelvis (B)(6) 2020 in office showed 3.7 cm right ovarian cyst and adenomyosis. Right essure visualized, left essure not visualized. She reports it has never been visualized. She did not get post procedure [x-ray] on (B)(6) 2021: (B)(6) 2021 xray with bilateral essure devices in pelvis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.